Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/24/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the sample a crease on posterior aspect was observed. Leak testing revealed a tear measuring less than 0.1 cm noted within crease. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. The deflation was confirmed through mammography. As a result, the device was explanted on (B)(6) 2019.